Event description:
It was reported to edwards that a bioprosthetic aortic valve was diagnosed as severely stenotic eight (8) years after implant. Patient was implanted with an edwards transcatheter aortic bioprosthetic valve (tavr) within the existing prosthetic valve. Tavr procedure summary indicates no complications as the patient left the or in stable condition.

Manufacturer narrative:
Report of patient that received an implant of a transcatheter aortic valve within a surgical valve that was implanted eight years ago, due to severe stenosis. Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to the reported stenosis cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.